Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had after rewind it scratches when he takes out before done and screen hard to read in sun due to rainbow effect. The insulin pump was reject batteries a few times. No harm requiring medical intervention was reported. The device will not be returned for analysis.